Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer did not know how the touch screen became shattered. The customer's blood glucose level was not impacted due to the touch screen issue. Customer confirmed that an alternate method of insulin delivery was available.